Event description:
It was reported that cgm displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and issue did not recur after reset; no additional actions were reported.